Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection of the bladder revealed markings on the exterior surface of the bladder near the rupture line. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been returned and evaluation is anticipated. A batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
The reservoir of an folfusor elastomeric device was reported to have ruptured during filling. The device was filled with fluorouracil and ruptured after the device had been filled with 96mls. This event occurred outside of patient use. No additional information is available.